Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for investigation. Thus, visual and functional evaluation could not be performed. It was reported there was an e2 error on the anspach console. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports. The original complaint document had a typo, associating the complaint with a handpiece bent drill guide support issue. However, the handpiece is unrelated to the reported issue of the e2 error as that error only involves the anspach drill and anspach console. Therefore, there was no problem with the handpiece that could have contributed to the reported issue. A relationship between the device and the reported event could not be established.

Event description:
It was reported that during surgery, at the cut screen, while using the stride implant and a 5mm bur because that was the only one available at the account. The doctor pressed on the footpedal to cut and the system displayed an error. It was instructed to release and slowly depress the foot pedal several times and even switched between screens. Then the anspach drill was took out and checked along with the long attachment collar and bur. The system was restarted and the system took an abnormally long time to turn on. The system was restarted again, recalibrated and it was able to cut. According to the investigation results, this issue is under bug 860. This means that drill guide support becomes bent most likely due to forces seen from handling by or staff and central processing staff. It can also be caused by dropping the handpiece.